Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the catheter ablation procedure to treat atrial flutter in heart, nrg transseptal needle was selected for use. It has been mentioned that damage had occurred during unpacking. The needle was lifted. No troubleshooting steps have been mentioned. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded in facility.